Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was found to have damaged conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not broken. The instrument failed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.

Event description:
It was reported that the maryland bipolar forceps instrument was found to have a broken conductor wire. There was no reported issue. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the issue was identified during the procedure and no fragment fell into the patient. There was no thermal damage, and no arcing observed. There was no reported injury.